Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's g5 transmitter would not pair with the g5 application. Dexcom representative advised patient's mother to close out all applications from smart phone and forget old transmitter in bluetooth settings, then turn off bluetooth and turn back on. Patient's mother was then instructed to remove and reinstall g5 application and manually enter new transmitter serial number, which was successful. There was no report any injury or medical intervention. No additional patient or event information is available. Data download log was provided by the patient's mother for evaluation. However, the alleged device was not included in the data sent for investigation. The complaint for failure to pair could not be confirmed. The root cause could not be determined.